Event description:
It was reported that a cartridge did not fit onto the pump. There was no adverse impact to customer's blood glucose. Customer reported they would load a new cartridge to address the issue, but declined to continue troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.